Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the flange came apart from the tracheostomy tube while in the patient. The tube had been in use for 2 weeks. There was no patient harm, however, the failure required the patient to be recannulated.

Manufacturer narrative:
One sample was received for evaluation and the reported issue was confirmed. A visual inspection was conducted and it was observed the flange was separated from the tube, also, it was noticed there was damage on one of the outer cannula holes. A dimensional test and a dimensional inspection were performed on both holes and both of the cannula diameters were measured. All readings were within specification. The flange lug pins were measured and the readings were within specification. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.